Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered.

Event description:
At 6:30pm the customer's sister observed her with a blank face as if she were day dreaming, so she called the paramedics. Just minutes prior to this, the customer received a blood glucose reading of 490mg/dl on the contour next link. When the paramedics arrived they retested her and their reading was 26mg/dl. Customer was given a bag of glucose. Later her blood glucose had risen to 199mg/dl the customer was advised to return the strips for evaluation. New meter and strips were sent to her.